Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained no drugs. It was reported the patient became infected shortly after implant surgery and the medical doctor (md) decided it was in the best interest of the patient to take all implanted equipment out. The physician tried a round of antibiotics to treat the infection. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.